Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms. Oversensing of myopotential signals was also observed. A lead conductor fracture was confirmed. Due to the patient being pace dependent, a revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 3000 ohms. Oversensing of myopotential signals was also observed. A lead conductor fracture was confirmed. Due to the patient being pace dependent, a revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis.